Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported "ventilator inoperable (vent inop/motor fault)" displayed an alarm on a vela ventilator. The customer reported no gas delivery. A transducer test was run and pass. The customer replaced the turbine and corrected the reported issue. The customer reported no patient involvement or allegation of patient harm.